Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. It has been further reported that a revision surgery is being considered for the patient due to dislocation; however, no revision has been reported to date.